Event description:
It was reported that during an open reduction/internal fixation surgery for the ankle on (B)(6) 2024, fibulink was used after installation of distal fibula due to instability observed in the hook test. During the tensioning procedure, the permacord was torn even though the knob was carefully turned while confirming with the image. After removal with removable kit, it was reinserted with another set. Since this was the second time, the surgeon was even more careful, but was unsure of the sensation and judged that there was no problem with the insertion and placement based on image, and the procedure was completed. The surgery was completed successfully within 30 minutes surgical delay. The patient outcome was reported to be stable. This report involves one fibulink(r) syndesmosis repair kit/ti. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.